Manufacturer narrative:
This event is recorded by zimmer biomet under (b)(40. G2, country event occurred in: chile. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the screwdriver fractured. There was no harm, injury, nor surgical/medical intervention to patient. A delay of 40 minutes was reported. The patient did not retain any foreign particle. Due diligence complete. No additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d9, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of use with some gouging or tool marks on the handle of the device. There is also damage to the knob of the plunger assembly. The blue portion of the knob was not returned with the device and there is some epoxy residue on the knob of the plunger assembly. The plunger assembly is stuck inside the driver sleeve and was not able to be removed with reasonable force. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event was confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.